Event description:
A customer contacted global technical service (gts) reporting a system error 2240/2367 (air in line) during initial drain on the homechoice (hc). The technical service representative (tsr) had the home patient (hp) cycle power and system error 2367 alarmed. The home patient (hp) will disconnect and perform manual exchanges. The patient line was not properly primed before the hp connected. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a system error 2240 during the initial drain stage, where the home patient indicated the patient line was not properly primed before the hp connected. The cause for the incomplete prime was not determined.